Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA.

Event description:
During an unspecified procedure the staples did not form properly. The surgeon applied another device without patient injury.